Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/1/2016 - voicemail, 2/4/2016 - phone, 2/5/2016 - phone a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The low inrush toroid kit was replaced, and the unit was returned to service.

Event description:
The hospital reported the on/standby switch symbol was appearing on the display, during a case, requiring the unit to be rebooted. No report of patient injury.